Event description:
It was reported by the customer that a bd pyxis¿ es server was not communicating.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating. A technical support specialist changed the es server backup settings and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.